Manufacturer narrative:
Reported event: an event regarding loosening involving an unknown gmrs femoral component. The event was confirmed. Method & results: product evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of medical records with a clinical consultant indicated" I can confirm that the patient underwent a primary total knee arthroplasty which failed and then was revised using a gmrs implant since I was able to review x-rays showing the clinical situations. Root cause analysis: the root cause of this event cannot be determined with certainty. Causes of loosening of a gmrs femoral component six months after surgery are multifactorial including initial surgical technique in the way that the implant was positioned and secured and patient factors including host bone, activity level, lifestyle and bmi. With the information provided, I would not assign any causality to the implant itself. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: a review of medical records with a clinical consultant indicated" I can confirm that the patient underwent a primary total knee arthroplasty which failed and then was revised using a gmrs implant since I was able to review x-rays showing the clinical situations. Root cause analysis: the root cause of this event cannot be determined with certainty. Causes of loosening of a gmrs femoral component six months after surgery are multifactorial including initial surgical technique in the way that the implant was positioned and secured and patient factors including host bone, activity level, lifestyle and bmi. With the information provided, I would not assign any causality to the implant itself. No further investigation is possible at this time.

Event description:
No new information.

Event description:
The mps reported the following: I received a call about 2 cases gmrs that issued in last 6 months the case post operation is good but after 6 months stem moves inside the femur.